Event description:
It was reported that the guidewire became stuck in the catheter. After initial engagement with the right superior pulmonary vein (rspv) the guidewire was noted to be stuck in the catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).